Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed atrial loss of capture and oversensing noted on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.